Event description:
A user facility report was received reporting an incident where a terminally ill pt received an overinfusion of morphine. The pt was ordered to receive 2 mg/hr of morphine but was found to have recieved 100mg over 1 hr. No medical intervention was performed. The facility reported that 12 hours after the overinfusion, the pt expired.